Event description:
It was reported a refill was performed in (B)(6) 2014 and there were no problems with the pump pocket at that time. On 2014 (B)(6) ¿a wound part (pump pocket) was cut to open¿ and the pump was partially visible. There was no infection at the pocket site. It was noted, the conservative retreatment was scheduled in the evening after cleansing the pocket site. It was also reported it was a case of scoliosis and the projecting part of the pump (where the catheter access port (cap) exists) was pressed against the patient¿s skin. It seemed that the tissues of skin gradually became thinner and then the wound part opened. There was a possibility of the superficial infections, but the pus or reddening has not been found at this time. It was reported, it was supposed to give first priority to the complete cure of an opened pocket and the retreatment was scheduled after cleansing the pocket site. It was noted, the date of onset of the wound dehiscence was 2014 (B)(6) and the patient had not recovered. It was not related to the drug, catheter, programmer or procedure and it was unknown if it was related to the pump. It was reported conservative re-implantation will be performed once the pocket had been cleaned (evening operation). The patient had extreme scoliosis and the place where the pump was protruding (part with a slightly acute angle that has the cap) was pushing right against the skin incision for the pump pocket, which seemed to have gradually wore down the tissue and wound dehiscence occurred. There may be a superficial infection, but there was no pus, redness, or similar findings at the present time. Closing the wound will be the top priority on 2014 (B)(6) and re-implantation will be performed once it has been cleaned. It was further reported on 2014 (B)(6) when the patient visited the hospital for a refill, skin thinning at the wound part of the pump pocket in the abdomen was found. A follow-up was scheduled and it was reported there were no pump operation abnormalities. On 2014 (B)(6), the patient was hospitalized and the wound opened on 2014 (B)(6) and the pump was partially exposed and suffered infection. The operation was performed under general anesthesia and the wound was cut to open, washed, and then closed by the skin flap. After that, treatment by intravenous antibiotics was carried out. It was further reported, the patient was originally using gastrosoma in the left side because of paralytic scoliosis. There was no space and the healthcare provider (hcp) was unable to implant the pump in the lower right abdomen. Accordingly, the pump was implanted in the limited space in the lower left abdomen. Furthermore, the patient had nutrition by gastrosoma and the patient¿s nutrient state was insufficient. It was noted, the skin incision reaching to the pump was inevitable, the trunk balance was usually recessed to left side, and there was stress by the form of the pump (cap part). It was determined the event occurred 5 months after implantation. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8781, lot# 0206996703; product type catheter. (B)(4).

Manufacturer narrative:
.

Event description:
It was further reported that treatment was done by antibiotic drip, and the progress was observed, however, the infection showed no improvement on recovery, so considering the safety of the patient, the pump system was removed. It was not related to the drug, catheter, programmer or procedure and it was unknown if it was related to the pump. It was again noted the patient had extreme scoliosis and the place where the pump was protruding (the part with a slightly acute angle that had the cap) was pushing against the skin incision for the pump pocket which seemed to have gradually worn down the tissue and wound dehiscence occurred. It was stated there may have been a superficial infection but there was no pus, redness, or similar findings at that time. Closing the wound was to be the top priority and re-implantation would be performed once it had been cleaned. The patient outcome was reported as not recovered.